Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was returned deployed with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or on the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Inspection of the soft cannula did not find it bent, kinked or damaged. Upon opening the device corrosion was observed on multiple components. Due to the presence of corrosion, the device was leak tested. A leak was observed on the top of the fill port. This damage would have diverted insulin from the intended fluid path and would have resulted in the observed internal corrosion.